Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor screen being distorted after the software being upgraded, was unconfirmed. The reported event was not observed when the unit was checked by technical services. The unit was operated for several days ¿ no issues were observed or duplicated. The sd-ram memory card on the main board was replaced as a preventive measure. The system monitor was tested and returned to the customer. No issues were found with the removed memory card when checked on a reference system monitor. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in jan2011. The packaged system monitor (part number 1286a) was placed into inventory on 11jan2011. The unit was placed into the rental/loaner pool on (B)(6) 2011. The unit was shipped to the customer on 10aug2011 ¿ as a long term rental unit. Last serviced on 01jul2014 ¿ ver 7.22 software upgrade . Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was unusual screen distortion on the system monitor following a recent upgrade to the latest software v.7.32. This had made viewing the screen parameters and programming devices impossible. Technical services had advised that the flashcards on the older model system monitors could be updated to accommodate the latest software.